Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, during pre-suturing, the suture detached from needle right after taking out of the package. An additional new suture was used without issue. There was no patient involvement.